Event description:
The implant patient registry learned that a 33mm mitral pericardial valve was explanted after an implant duration of seven (7), nine (9) months, and one (1) day to be replaced with a 29mm model 7300tfx mitral pericardial valve. His pre-operative diagnosis was mitral stenosis. It is to be noted this patient, at the time of his initial implant, was (B)(6). His medical history states he had barlow¿s disease and (B)(6). This operation describes the explant at implant of a pericardial valve, explant after implant of a mechanical valve and subsequent successful implant of a pericardial valve. Patient's outcome was reported as hospitalized (critical). The initial explanted pericardial valve is not available for return because it was discarded (destroyed on removal). The operative findings state the following: ¿we did intraoperative tee. He had severe mitral stenosis with minimal ability of the leaflets and gross examination the valve revealed the leaflets were very calcified and stiff and barely opened. The adhesions were really quite dense around the right atrium, but the remainder of the adhesions were pretty good and the sternal reentry was uneventful. When we proceeded to come off bypass after having replaced his valve, although the leaflets of the mechanical valve moved well, it was apparent in fact that one leaflet was stuck. As we were going to wean off bypass, we therefore went for re-cross clamp and rotated the valve. Similar problem happened, even the leaflets were moving well initially, both times. We therefore had to go back a third time and take out the mechanical valve, as it was apparent that they would not be able to find a good position for the leaflets to be functional. The post-op echo in the last time showed adequate lv function with no perivalvular leak and minimal gradient across the valve. He was rather oozy and had a coagulopathy at the end the operation, as would be expected. He desaturated in the operating room and required treatment with peep and 100% oxygen. He was diuresed. He was in some degree of pulmonary edema, he was bronched and aspiration of the edema fluid was done as well. He required transfusion with numerous blood products, eventually seemed to settle and were able to get back to the intensive care unit. There was no pericardium to close.¿

Manufacturer narrative:
Device was not returned for evaluation because it was discarded by the hospital; therefore, we are unable to confirm the clinical comments as provided by the health care provider. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis from calcification or host tissue overgrowth, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process. Information regarding the condition of the device at the time of explant is minimal. This device was reportedly explanted due to severe mitral stenosis and the device was described as ¿very stiff leaflets.¿ this description of the device as provided in the operative report most likely suggests calcification. No additional information has been made available. Therefore, the root cause for explant of this device remains indeterminable. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.